Event description:
It was reported that damage to the pump housing caused cartridges not to fit securely onto the pump. There was no reported impact to the customer's blood glucose level. The customer declined further troubleshooting and follow-up from technical support.